Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 4 of 4, reference MFR. Report#: 1627487-2018-05430; reference MFR. Report#: 1627487-2018-05431; reference MFR. Report#: 1627487-2018-05432. It was reported the patient underwent surgical intervention wherein one lead was explanted and replaced due to lead migration. Reportedly, effective therapy was established post-operative. Please note: it is unknown which lead is liable. Therefore, all suspected devices are being reported.